Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was deployed but was unstable due to tines issue. The leadless ipg was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The fixation was fractured (in-vivo). The device passed all functional testing. Fractography analysis of the broken fixation tine revealed that a combination of optical microscopy coupled with high mag. Sem(scanning electron microscope) of the intact tines and remnant proximal stub of the fractured tine reveals evidence of gross plasticity commensurate with abuse loading. The distal portion of the fractured tine was not made available for analysis. The fracture surface reveals near-equiaxed ductile dimples associated with monotonic/quasi-static (low cycle) ductile overload. There is zero evidence of cyclic loading (fatigue). There is evidence of surface scuffing of the tine - abrasion and material transfer (adhesive wear), this is somewhat unusual since it is usually very resilient to abrasion in a sliding couple by virtue of stress transformation under hertzian loads. Abrasion damage to the parylene coating on the shield ¿capsule¿ is consistent with the tine being flattened against the device. Plastic deformation of the tine is consistent with a reverse bending, compression at intrados of tine may be magnified by anticlastic cross-section profile whereas net tensile loads may be elevated on reverse side of beam (extrados) and vice versa during a reversed bending cycle some evidence of necking was identified, for this to occur under mechanical loading a firm grip of the distal portion would be required, since the distal portion is unavailable for inspection its is not possible to corroborate/refute cause of necking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.